Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required/performed as there was no allegation of product malfunction. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the sapien valve instructions for use (IFU) and the thv training guide, pvl is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Pvl can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per report, it appears that patient factors (severe annular calcification) may have caused or contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventive actions are required.

Event description:
As reported by the edwards sales representative, during the transfemoral tavr procedure, the first 23mm sapien valve was deployed in a 60/40 aortic position. A post deployment echocardiogram showed moderate to severe paravalvular leak (pvl) and a decision was made to implant a second valve. The second 23mm sapien valve was implanted lower in the lvot than the first sapien valve with moderate pvl noted post implant. The patient was noted to stable at the end of the procedure. Additional information indicated the patient did not have severe ventricular septal hypertrophy, the ejection fraction was 70%, the aortic valve was severely calcified, the aortic root was moderately calcified, and there was mild mitral annular calcification (mac). Additionally, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.